Event description:
It was reported that a spectrum pump alarmed upstream occlusion constantly after trying multiple new IV set during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issues " constant upstream occlusion" was not reproduced. A review of event history log revealed multiple counts of upstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified.the cause of the condition was determined to be an out of range upstream (ultrasonic). The ultrasonic assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.